Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. Based on the image review, the valve appeared to be slightly under expanded. Also, it is possible that during removal of the delivery catheter system, the nose cone might have interacted with the inflow of the valve resulting in aortic dislodgement. These two factors may have contributed to reported dislodgement. However, a conclusive cause could not be determined with limited information available. Dislodge events are typically not related to a device malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the flush port of the delivery catheter system (dcs) was broken and saline was leaking out of the device. Due to an inability to flush the device, a new dcs was used for the valve implant. During the valve implant, the valve was deployed to a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Upon release from the delivery catheter system (dcs), after the nose cone was already in the center of the valve safely, the valve dislodged to a depth of -4 mm on the ncc and -2 mm on the lcc. It is unknown what caused the valve to dislodge. The valve was snared to the ascending aorta and a non-medtronic 23 mm valve was implanted successfully. It was reported there was a procedure delay of approximately 10 minutes. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs); implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls) implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two static images were provided for review. The patient¿s executive summary was not provided for anatomical review. The event refers to a transcatheter aortic valve replacement in a failed non-medtronic surgical valve. The patient¿s annulus perimeter measured 65.8mm with a perimeter derived diameter of 20.9mm suggesting a size 26mm evolut valve. The valve was deployed at an adequate depth; however, appeared to be slightly under expanded, as evident in the provided images. In this case, it is possible that during removal of the delivery catheter system (dcs), the nose cone may have interacted with the inflow of the valve, resulting in aortic dislodgement. The dislodgement event was not captured and provided for image review; thus, it is not possible to validate this statement and the cause of the dislodgement remains undetermined. Of note, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include but are not limited to prosthetic valve migration/embolization. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.